Manufacturer narrative:
The reason for this revision surgery on (B)(6)2024, instruments were requested for a star removal case. On (B)(6) 2024 reporter stated, "infected ankle joint, multiple pieces of hardware taken out including fibula plate, subtalar screws, screws in medial mal. Could have been any that caused the infection." Simulated use not conducted for either returned device(s) nor with similar parts. The construct has been implanted for approximately 10 years, so simulated use testing would not be able to accurately recreate the physiological changes that occurred during implantation. Additionally, the reporter stated the patient had an infection in the joint. Simulated use testing would not accurately recreate the conditions prior to removal. There was (B)(4) similar complaint identified for star total ankle removals. Similar complaints identified do not aid in the investigation for this complaint as the part and lot numbers remain unknown for the similar complaints. DHR review was not conducted due to the part and lot numbers remaining unknown for all star components. It is unknown if the doctor followed the surgical technique with the limited information available regarding the original implantation. The explanted construct was not returned to the houston site, so visual and dimensional inspection did not occur. Simulated use testing did not occur. Due to the limited information regarding the reason for removal, the root cause shall remain as unknown.

Event description:
Revision surgery - due to infection.

Event description:
Revision surgery - unknown reason.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.